Manufacturer narrative:
H11: internal complaint reference: (B)(4). Additional information reviewed by the manufacturer indicates that this event should be re-evaluated for MDR reporting. The new information states that the reported adverse event (pulmonary embolism) is not related to the study device or procedure, as it occurred prior to the implantation of any smith and nephew device. Furthermore, pulmonary embolism is a well-recognized complication associated with surgery and the perioperative period in general, as such its occurrence is not unique or specifically attributable to the study device or procedure. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H3, h6. This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka revision associated to a legion clinical study, while preparing the tibial/femoral canal, the patient suffered a pulmonary embolism. The study procedure was aborted and the device was not implanted. Resuscitation was performed in or. Afterwards, stabilization of patient at ICU. The patient is now cardio-pulmonary stable.